Event description:
The siderail would not latch properly. A hill-rom technician checked all rails for latching failure, remove cover, inspect mechanisms, spray with dry teflon, perform function check to resolve the issue.